Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, a locking compression plate (lcp) was implanted into a patient. On an unknown date, the patient presented with infection and a suspected non-union. The plate was removed on (B)(6) 2013. An external fixator was applied following removal. No additional information is available. This is report 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(4).  Report received indicates the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. As mentioned from the surgeon it was due to a suspected non union from an infection. All returned article are intact, therefore we are not able to determine any cause which may have lead to this revision.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
The event date was added in error in the initial medwatch. It should have been left blank because it is unknown when the patient experienced the infection